Manufacturer narrative:
Concomitant medical product: 479878 lead, implanted: (B)(6) 2021, 6935m55 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The crt-d system was explanted, and the patient treated with antibiotics. It was observed that the incision at time of explant was fully open and the crt-d was exposed. No further patient complications have been reported as a result of this event.